Event description:
This ra lead was implanted on (B)(6) 2000. On (B)(6) 2011 it was noted that the patient had an atrial set-screw revision. Noise noted on atr egms and replicated through isometrics. On x-ray, physician noted that atrial lead did not appear to fully inserted into the header. All lead measurements were normal. Isometrics did not reproduce noise after revision. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).